Event description:
It was reported that the patient got a low glucose reading and the paramedics showed up to offer assistance. No further details were gathered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.